Event description:
It was reported that the customer experienced a malfunction alarm with code malf 12. There was no adverse impact to the customer¿s blood glucose level. Technical support provided the pump reset information and assisted the customer in resetting the pump. The malfunction code did not recur after the reset, and the customer was advised to continue using the pump and to call back if any issues arise.